Event description:
The galaxy-assisted biopsy procedure was completed without intraoperative issues while sampling a right lower lobe (rll) lesion located very close to the diaphragm. A small pneumothorax was identified on a post-procedure chest x-ray, after which a chest tube was inserted. The patient remained stable, was admitted briefly, and was discharged in good condition the same day. No malfunctions were reported. Attempts to gather additional patient demographics were unsuccessful.

Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. Video review identified several procedural factors relevant to the adverse event. Early in the case, the endotracheal tube was positioned non-concentrically, which per IFU guidance, can increase the likelihood of unexpected scope shapes or buckling. During left-lung registration, multiple "unexpected scope shape" alerts occurred as the operator navigated deep peripheral airways, consistent with challenging anatomy rather than device malfunction. Navigation then progressed toward the right lower-lobe lesion, which was located extremely close to the diaphragm. The bronchoscope appeared to breach the parenchyma, an accepted technique for accessing peripheral lesions, and multiple needle and forceps biopsies were performed under live fluoroscopy, with tools intermittently extending beyond the augmented fluoroscopy (af) circle. During a forceps biopsy, the instrument was advanced past the af boundary and briefly compressed the diaphragm, which visibly deflected before rebounding, this is a use error. Given the lesion's proximity to the diaphragm, this contact is the most plausible contributor to the pneumothorax. Minor bleeding at the biopsy site was observed. No unintended scope movements, workflow deviations, or galaxy malfunctions were identified throughout the recording. The physician did not attribute the pneumothorax to the galaxy system and stated it was due to the lesion's location adjacent to the diaphragm. Video review supports this assessment, showing that the system functioned as expected and that the mechanism capable of producing the pneumothorax was direct forceps contact with the diaphragm during biopsy, an inherent procedural risk for lesions abutting the pleura or diaphragm. This complaint is reported due to the following conclusions: a pneumothorax was identified on a post-procedure x-ray following a galaxy-assisted biopsy of a lesion located close to the diaphragm. The procedure itself was completed without issues. A chest tube was inserted, and the patient was admitted briefly before being discharged later the same day. The physician did not attribute the injury to the galaxy system and states it was due to the location of the lesion. No malfunctions were reported, and one use error was identified.